Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the tenaculum forceps instrument was found to have a broken cable. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the customer confirmed that the missing material was still attached to the instrument when removed. It seemed that the piece broke off during central processing outside of a surgical procedure. The instrument underwent a visual inspection and the customer indicated that there was no fragment(s) falling inside the patient. The patient has not returned to the hospital.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable. The broken cable segment that contains the crimp was missing from the clevis. The complaint was confirmed by failure analysis.